Event description:
The customer reported that the leg extension was difficult to remove. This could result in an injury or fall due to the additional exertion used while attempting to remove the extension. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The latches on the extension table were bent. The latch rails were replaced. Replacement latches were ordered. Further repair will be performed later. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.